Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed performed a calibration on the incoming loaner and it failed for an error 80 (water check time out - unable to reach calibration temperature) and was not cooling. Mis would ship a replacement loaner overnight.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The reported event was unconfirmed, device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed performed a calibration on the incoming loaner and it failed for an error 80 (water check time out - unable to reach calibration temperature) and was not cooling. Mis would ship a replacement loaner overnight.